Manufacturer narrative:
Blocks d9 & h3: the omniwire was returned for evaluation. Block h3: the omniwire was returned with only the proximal section. This includes the composite core, hypotube, distal core, sensor housing, pressure sensor, portion of the distal coil, and portion of the shaping ribbon; measuring approx. 190 cm in length. Visual inspection found a stretched distal coil at the radiopaque tip. At the location of separation, a portion of the shaping ribbon was separated and exposed at the radiopaque section, resulting in a sharp edge observed. The distal section that was not returned includes the dome, and a portion of the distal coil and shaping ribbon; measuring approx. 2.5 cm. The radiopaque tip specification is 3 cm ± 0.1 cm, which concludes that approx. 0.5 cm was retained in the patient. The overall measurement spec is 190 cm ± 5 cm and the returned section measured 190 cm; however, it only appears to be within the measurement spec due to the stretching observed on the distal coil. Block h6: the probable cause of the tip separation is likely due to handling during use. Manipulation and strain can damage internal and external components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure in the proximal lad. Prior to using the omniwire, a stent was deployed in the proximal part of the lad. Then, the omniwire was supposed to measure the stenosis in the distal part of the vessel but got stuck on the stent strut. The distal tip separated and remained in the small side vessel outside of the lad; with no attempts to remove from the patient. The patient stayed in the hospital and checked on the following day. This adverse event and product problem is being submitted due to the tip separation; retained in patient.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a2: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is germany. Blocks h3 & h6: the omniwire was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.